Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j04064, h13k04070 and h13l02031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13j04064, h13k04070, and h13l02031. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. A day after the onset, the patient was treated with unknown antibiotics (intraperitoneally) for peritonitis and the treatment was still ongoing. The patient was recovering and dianeal therapy was ongoing at the time of the report. No additional information is available. This is report 2 of 2.